Manufacturer narrative:
The complaint and returned sample have been submitted to vygon (B)(4), which is where this part was manufactured, for evaluation. Examination of the faulty sample showed several occlusions along the catheter tube. Upon catheter priming three leaks were detected within the bump tube area when priming both lumen. Microscopic examination showed signs of pressure bursts (see photo). The most common reason for a pressure burst is a catheter damage due to the use of alcohol-based disinfectants, due to blocked lumina after blood aspiration or due to drug precipitation. We do not know how long the catheter had been in use or if alcohol-based disinfectants were used. As each catheter is leak and flow tested before packaging, we can exclude a manufacturing defect. This is the 3rd complaint regarding catheter leakage on code 4g07002037 within the last 3 years and the first for batch no. 7306612.

Event description:
While changing the PICC dressing it was noted that the PICC catheter had 3 holes in it where intravenous fluid (ivf) was leaking from. Device was a PICC double lumen 2fr. 3 holes in catheter. PICC line is a vygon double lumen size 2 french line. Multiple holes were noted in line. The line had to be replaced. Vygon lot number is 16j024d. Plcc line was replaced in a different site requiring another procedure.

Manufacturer narrative:
This malfunction was also sent to FDA via medwatch report number (B)(4) the device will be returned to vygon for evaluation as part of the complaint investigation. The results of the investigation are still pending and will be communicated to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
While changing the PICC dressing it was noted that the PICC catheter had 3 holes in it where intravenous fluid (ivf) was leaking from. Device was a PICC double lumen 2fr. 3 holes in catheter. PICC line is a vygon double lumen size 2 french line. Multiple holes were noted in line. The line had to be replaced. Vygon lot number is 16j024d. Plcc line was replaced in a different site requiring another procedure.